Event description:
It was reported that during a lumbar laminectomy, the blade broke and fell into the patient. Unsure if the piece was removed, an x-ray was taken and nothing was identified. Case was completed with cautery. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.